Manufacturer narrative:
Investigation conclusion: a review of the product did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 1 false positive flu a result for one patient, unknown whether symptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided.